Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis. The patient reported she was administering her last dose of antibiotics on (B)(6) 2025. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = (B)(4) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 1000 mg every 3-5 days (based on vancomycin trough level), and gentamycin (dosage not provided) daily for 14 days. The patient¿s peritoneal effluent culture result returned positive for streptococcus mitis on (B)(6) 2025, and the patient¿s gentamycin was discontinued. The patient has recovered from the serious adverse events and continues to undergo ccpd therapy at home utilizing the same liberty select cycler without any reported issues. The pdrn attributed causality to the patient breaking aseptic technique by not wearing a mask during initiation and termination of treatment. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which required antibiotic therapy. The pdrn attributed causality to the patient breaking aseptic technique by not wearing a mask. Those individuals undergoing pd therapy for rrt (manual or cycler based) are known to be at high risk for infections of the peritoneum. The streptococcus species typically enters the peritoneal cavity by touch contamination during the exchange process and/or gastrointestinal bacterial translocation. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty cycler set can be disassociated from playing a causal or contributory role in the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations or the manufacturers¿ specifications. Per the pdrn, the patient continues to utilize the same liberty select cycler without any reported issues.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. There is no allegation of cassette malfunction based in the complaint description and information provided, the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis. The patient reported she was administering her last dose of antibiotics on (B)(6) 2025. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the outpatient home dialysis clinic on (b)96) 2025, with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 17,849 /mm3) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 1000 mg every 3-5 days (based on vancomycin trough level), and gentamycin (dosage not provided) daily for 14 days. The patient¿s peritoneal effluent culture result returned positive for streptococcus mitis on (B)(6) 2025, and the patient¿s gentamycin was discontinued. The patient has recovered from the serious adverse events and continues to undergo ccpd therapy at home utilizing the same liberty select cycler without any reported issues. The pdrn attributed causality to the patient breaking aseptic technique by not wearing a mask during initiation and termination of treatment. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.